Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the numbers were scrolling and the esc and act button did not responding. The customer¿s blood glucose level was 133 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was not advances. Customer went to enter the numbers of the food, and the numbers started going really crazy and scrolling, and she would press act or esc button and the numbers would still continue scrolling, so she changed the battery four times and got failed battery test alarm. Customer was advised to remove the current battery then insert a new battery. Customer was advised to monitor the insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur and they reported that time was changing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.